Event description:
On (B)(6) 2022 the patient underwent evar for an abdominal aortic aneurysm and was implanted with the following gore endoprostheses: cxt261412 (lot/sn: (B)(4)) gore® excluder® conformable aaa endoprosthesis - trunk ipsilateral leg; plc121200 (lot/sn: (B)(4)) gore® excluder® aaa endoprosthesis - contralateral leg; plc141000 (lot/sn: (B)(4)) gore® excluder® aaa endoprosthesis - contralateral leg; pll161407 (lot/sn: (B)(4)) gore® excluder® aaa endoprosthesis - iliac extender. At the one month follow up visit CT imaging revealed stenosis in the right limb. This was reportedly the result of the previously implanted stents competing for space within the small vessel area. As reported, the patient was asymptomatic. On (B)(6) 2022 the patient underwent a planned reintervention in which gore® viabahn® vbx balloon expandable endoprosthesis devices were implanted in the right limb. The left side was accessed, but only to place a balloon in order to counteract the stent inflation (kissing balloon technique). As reported, the patient tolerated the procedure. Information regarding which endoprostheses went down the right leg and which went down the left leg was requested but was not provided and remains unknown.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act. B7: as reported the following comorbidities and medications were provided: comorbidities - dyslipidemia, hypertension, diabetes, hypercalcemia, smoker. Medications - norco, ativan, neurontin, vitamin d, prinivil, glucophage, zocor, tylenol. H6: code 213, no device problem found ¿ the review of the manufacturing paperwork verified that the lot met all pre-release specifications. H6: code 22, known inherent risk of device - according to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), potential device or procedure related adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: occlusion / stenosis of device or native vessel